Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
Initially it was reported that the zimmer air dermatome ii handpiece was noisy and skipping. The device was attempted to be used two times and there was a minor amount of "shaving" noted. Additional clinical follow up determined that the issue occurred during surgery and the device was lifting off the patient damaging the graft and requiring additional grafts to be taken.